Event description:
Complainant alleged that while attempting to pace a patient, the device's pacer rate was incorrect. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device has been received and a follow-up report will be submitted when our investigation is completed.